Event description:
The caller reports that the third pin from the right is melted (with base face down) on the accu-chek inform base. No reported smoking, flaming, exploding or burning. The base unit was not reported to be warm to the touch. No reported actions taken or treatment given. No adverse event reported. New system sent to customer and return requested.